Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an unknown issue with the basal software of the pump. Reportedly, the basal iq software appeared to be off when it should have been on. There was no reported impact to the customer's blood glucose (bg) level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.